Event description:
In september 2004, the pt was in an automobile accident. Following the accident, she reported pain and decreased sound. Quality. An integrity test showed unsual results on 3 electrodes. A speech processor program with these electrodes delated resolved the complaint of pain. A second integrity test was done 08/2005. It was determined that multiple electrodes were not functioning appropriately